Manufacturer narrative:
There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices. It is possible that the issue was the result of an infection, but with the limited information provided it is unable to determine if the possible infection occurred from a device issue or post procedure site care. In addition, it possible that the patient had an allergic reaction to the implant but this cannot be determined.

Event description:
Patient reported: patient had procedure on (B)(6) 2017. On (B)(6) 2017 patient returned to surgeon to report leakage and foul odor coming from right groin. Rx prescribed and condition improved. On (B)(6) 2018, patient returned to surgeon again to complain of same issue. On (B)(6) 2018 surgery occurred to have "fistula" removed. On (B)(6) 2018 reported to cardiva medical, that foul smell and cyst like sore in the same area. Medwatch mw5077559 received on 6/11/18. A vascade closure system 6/7f was used during heart cath, about two months later I noticed a foul smell and sticky discharge from the area of the cath. I eventually had to have surgery. I am still having occasional problems with the area. I now have another cyst-like sore in the same area. I have noticed a foul smell again coming from area where the "cut" occurred.